Event description:
It was reported that the user experienced blood glucose (bg) fluctuations after a "more-than-usual" lunch that initially led to hypoglycemia reaching 47 mg/dl, followed by correction and subsequent high glucose, and later required assistance performing a full ilet supply change after removing the insulin cartridge without rewinding. Symptoms included dizziness, nausea, hypoglycemia, and hyperglycemia reaching 401 mg/dl. Bg was 335 mg/dl toward the end of the call and trending down. Outcomes included user self-management with coaching, resumption of insulin delivery, and continued monitoring without need for medical care. Investigation included review of reported glucose trends, assessment of meal-related use, and phone-based troubleshooting with guided pump rewinding and full supply change. Investigation of this case revealed user handling error during cartridge removal and a probable meal announcement or meal size mismatch contributing to the glycemic excursions, with device function restored after correct rewind and supply change. It was concluded, based on previously established findings for similar reports, that the cause was user error related to supply change handling and meal-related dosing inputs.